Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 5 years, 4 months due to stenosis (peak gradient of 48mmhg) and mild-moderate insufficiency. The patient presented with palpitations. The tpvr was successfully performed with a 23mm 9750tfx valve. The patient was transferred to ICU in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (type of investigation, investigation findings, investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. It was reported that a patient with a 25mm 3300tfx aortic valve in the pulmonary position underwent a valve-in-valve procedure. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient age at time of implant, congenital heart disease, and native bicuspid aortic valve (bav).